Manufacturer narrative:
The screw has returned for evaluation. Manufacturing and inspection records could not be reviewed because no batch number was provided. Therefore, the root cause could not be established.

Event description:
In (B)(6) 2024, patient had surgery on his right ring finger, and a screw was placed in the bone. In (B)(6) 2025, patient noticed that his right ring finger had started bending again. On (B)(6) 2025, patient had a new screw placed in his right ring finger by the same orthopedic surgeon.